Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2018, the patient had craniotomy surgery, and in (B)(6) 2018, they were implanted with an adjustable pressure shunt due to hydrocephalus. In (B)(6) 2019, the patient began to have symptoms of inability to walk, loss of appetite, and enlarged ventricles. On (B)(6) 2019, the patient's family took the patient to the hospital for hospitalization. The doctor arranged for the patient to have a CT examination. It was recommended that the patient needed to have the pressure adjusted. At present, the patient was hospitalized, and there were still symptoms of loss of appetite and enlarged ventricles.